Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 reference MFR report: 3006705815-2017-00466. It was reported following the patient's scs trial procedure on (B)(6) 2017, the patient experienced anterior left thigh pain that progressed to the foot. The physician removed the trial leads the same day. Reportedly, the patient had an MRI and the patient's pain issue was still unresolved. No further information was available.